Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). An investigation could not be performed. Device is not expected to be returned. The cause of reported leak is unk.

Event description:
Received an anecdotal report of set leak from biomed. The leak occurred in the cancer center. Customer saved packaging. No pt or user harm reported. No other info is currently available.